Manufacturer narrative:
Age at event: mean age. Gender: mean gender. Date of event: date of publication of article journal article: walker, c. M., et al. (2016). "Tibiopedal access for crossing of infrainguinal artery occlusions: a prospective multicenter observational study." Journal of endovascular therapy 23(6): 839-846. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that some patients were treated with medtronic directional atherectomy devices during the study. Telephone follow up was performed 30 days after procedure. Gangrene, ischemia and ischemic ulcer events were reported. Six major and six minor amputations were required in 12 patients.

Manufacturer narrative:
Patients had a history of hypertension, chronic renal insufficiency, hypercholesterolemia, diabetes mellitus. Some patient were smokers, non-smokers and former smokers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.